Event description:
It was reported that pump experienced malfunction with code 16 and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through resetting pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.